Event description:
It was reported that the device became entrapped on a boston scientific guidewire and caused a serious injury to the patient. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure to treat peripheral arterial disease (pad) in the mildly calcified peripheral artery. During the procedure, the 2.1mm jetstream xc catheter stopped rotating. The 2.1mm jetstream xc catheter was being removed from the patient using the blades down/rex mode function and the 2.1mm jetstream xc catheter became entrapped on the 0.014in x 300cm thruway short taper guidewire. Multiple attempts were made to remove the 2.1mm jetstream xc catheter, including gentle pulling while switching modes; however, these steps were ineffective. The 2.1mm jetstream xc catheter had to be removed as one unit with the 0.014in x 300cm thruway short taper guidewire and unknown-brand guide sheath. When the 2.1mm jetstream xc catheter was removed, it came out with the distal superficial femoral arterial intima and anterior tibial arterial intima. It appeared that the catheter blade had hooked onto the arterial intima and plaque. The physician performed a bypass surgery to restore blood flow. It was further reported that a sterling balloon and non-boston scientific balloon were used prior to atherectomy. A 2.1mm jetstream xc catheter was selected for debulking of mild to moderately calcified segments of near total occlusion in the distal superficial femoral artery (sfa), popliteal artery and anterior tibial artery to treat severe tibioperoneal disease with moderate foot vessel disease. A complete and total avulsion of the popliteal and superficial femoral artery occurred after two passes of the 2.1mm jetstream xc catheter. The patient received a femoral popliteal bypass with the ipsilateral great saphenous vein. A diagnostic angiogram showed a patent bypass with good flow into the foot.

Manufacturer narrative:
B5 - describe event or problem: updated with additional information received through the good faith effort process. Media evaluation by manufacturer: device not returned for evaluation by manufacturer. Media was provided in the form of 2 photos of the device and 2 angiogram. The device can still be seen inside of the damaged introducer sheath. The outer sheath and inner sheath are visibly torn at two locations. There are several kinks/buckling along the sheath. The distal liner is stretched.

Manufacturer narrative:
B5 - describe event or problem: updated with additional information received through the good faith effort process. Media evaluation by manufacturer: device not returned for evaluation by manufacturer. Media was provided in the form of 2 photos of the device and 2 angiogram. The device can still be seen inside of the damaged introducer sheath. The outer sheath and inner sheath are visibly torn at two locations. There are several kinks/buckling along the sheath. The distal liner is stretched. Correction to coding with the addition of the kinked code after discussion on 16jan2026.

Event description:
It was reported that the device became entrapped on a boston scientific guidewire and caused a serious injury to the patient. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure to treat peripheral arterial disease (pad) in the mildly calcified peripheral artery. During the procedure, the 2.1mm jetstream xc catheter stopped rotating. The 2.1mm jetstream xc catheter was being removed from the patient using the blades down/rex mode function and the 2.1mm jetstream xc catheter became entrapped on the 0.014in x 300cm thruway short taper guidewire. Multiple attempts were made to remove the 2.1mm jetstream xc catheter, including gentle pulling while switching modes; however, these steps were ineffective. The 2.1mm jetstream xc catheter had to be removed as one unit with the 0.014in x 300cm thruway short taper guidewire and unknown-brand guide sheath. When the 2.1mm jetstream xc catheter was removed, it came out with the distal superficial femoral arterial intima and anterior tibial arterial intima. It appeared that the catheter blade had hooked onto the arterial intima and plaque. The physician performed a bypass surgery to restore blood flow. Through the good faith effort process, additional information about patient condition and event details was received. An angioplasty was performed using a 2.5 x 220mm boston sterling and non-boston scientific balloons prior to the use of the 2.1mm jetstream xc catheter. The 2.1mm jetstream xc catheter was selected for debulking of mild to moderately calcified segments of near total occlusion in the distal superficial femoral artery (sfa), popliteal artery and anterior tibial artery to treat severe tibioperoneal disease with moderate foot vessel disease. A complete and total avulsion of the popliteal and superficial femoral artery occurred after two passes of the 2.1mm jetstream xc catheter. The patient received a femoral popliteal bypass with the ipsilateral great saphenous vein. A diagnostic angiogram showed a patent bypass with good flow into the foot. The patient has a history of chronic smoking, hypertension, and chronic limb threatening ischemia with gangrenous on the first left big toe.

Event description:
It was reported that the device became entrapped on a boston scientific guidewire and caused a serious injury to the patient. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure to treat peripheral arterial disease (pad) in the mildly calcified peripheral artery. During the procedure, the 2.1mm jetstream xc catheter stopped rotating. The 2.1mm jetstream xc catheter was being removed from the patient using the blades down/rex mode function and the 2.1mm jetstream xc catheter became entrapped on the 0.014in x 300cm thruway short taper guidewire. Multiple attempts were made to remove the 2.1mm jetstream xc catheter, including gentle pulling while switching modes; however, these steps were ineffective. The 2.1mm jetstream xc catheter had to be removed as one unit with the 0.014in x 300cm thruway short taper guidewire and unknown-brand guide sheath. When the 2.1mm jetstream xc catheter was removed, it came out with the distal superficial femoral arterial intima and anterior tibial arterial intima. It appeared that the catheter blade had hooked onto the arterial intima and plaque. The physician performed a bypass surgery to restore blood flow.